Manufacturer narrative:
It was reported by medical personnel that a patient was admitted with lethargy and light-headedness with a history of chronic drive-line infections. Blood cultures on (B)(6) reported staph aureus. Patient remains closely monitored and on intravenous and oral antibiotics long term. No low flows associated with the light-headedness but there was loss of pulsatility on postural change demonstrated when attached to the monitor. Patient was discharged on unknown date. Driveline cable hw21201 was not returned to heartware for evaluation. Review of the manufacturing documentation and review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical conclusion cannot be made regarding the root cause of the reported infection, patient clinical factors including driveline exit site management and patient comorbidities may increase the risk of infection. With review of the reported information and analysis of the device manufacturing documentation and no identifiable malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Instruction for use (IFU): surgical procedures for vads are associated with numerous risks. Adverse events that may be associated with the use of the vad include driveline infection, local infection and sepsis. The IFU has instructions on infection control guidelines. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. Change twice daily (bid) for drainage, trauma or infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported by medical personnel that a patient had a gallium scan as part of investigation for failure to thrive on the left ventricle assist device (lvad) and following previous investigations looking for a source of infection. The gallium scan revealed an infection of the driveline extending from the peritoneal surface to the o ring on the outflow conduit. There is no superficial driveline infection. The patient was hospitalized for IV antibiotic treatment. No information is provided on the status or outcome of the patient.